Manufacturer narrative:
The customer noted that qc was within specification. The customer noted that sample clot alarms had been observed. Service was not dispatched. The customer noted that the issue was resolved. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable urine creatinine results for 1 patient sample on a cobas 8000 c 702 module. The initial result was <1.1 mg/dl with a data flag. The repeated result was 87.5 mg/dl with a data flag. The result was reported outside of the laboratory. The sample was repeated due to the customer questioning the initial result based on suspicion. The repeated result was believed to be correct. An amended report with the correct result was sent.